Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the product tank leaking. Additional malfunction was leaking at the tie wraps on the tubing.